Manufacturer narrative:
(B)(4).

Event description:
Procedure type: oophorocystectomy. According to the reporter: after the second trocar was inserted into the pt, upon setting the laparoscope through it, a doctor confirmed a part of outer sleeve was broken through the monitor. The case was suspended to detect that broken part. Even by using CT scanning and sonography, nothing was confirmed inside of laparoscope and in the cavity. Performing minilaparotomy but still nothing was found. Observed a part of the expandable double sleeve was broken. Expanding the surgical incision around the second port by cutting about 1 cm, found there remained to be a part left under the skin. Confirmed this one was a missing part of the concerning product. Then cutting the surgical incision, then a broken part and echo. Operating time extended: more than 30 min. Tissue damage: yes. Pieces fell into the cavity and could be retrieved. Oozing bleeding. Pt currently under follow-up.